Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros valp quality control results from three different levels of biorad quality control fluids on a vitros 5,1 fs chemistry system. The most likely assignable cause is analyzer related, as a within-run gent precision test was outside of ortho clinical diagnostics (ortho) guidelines, indicating the vitros 5,1 fs chemistry system was not performing as intended. The ortho field engineer (fe) performed service actions to multiple analyzer subsystems and following service actions acceptable within-run gent and valp precision results were obtained indicating the vitros 5,1 fs chemistry system was performing as expected. There was no indication the vitros valp reagent contributed to the event based on acceptable historical valp quality control data.

Event description:
The customer obtained non-reproducible,higher than expected vitros valp quality control results from three different levels of biorad quality control fluids on a vitros 5,1 fs chemistry system. Vitros valp results (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. No erroneous patient results were reported from the laboratory. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. (B)(4).